Manufacturer narrative:
This report is being voided out. The wrong operating company's manufacturing registration number was inadvertently chosen for the issue to be reported, a clerical issue. The event intended to be reported resides with MDR 1221934-2012-00052 which has been submitted. This report is null and void.

Event description:
Our rep is reporting to us that during an arthroscopic knee repair, a portion of the distal tip of an hex driver broke off into the fixation screw whilst the surgeon was driving the screw into the bone. The tip fragment was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The device is reported to have been in use for 3 years at this time; its age may have been a contributing factor in it breakage. Fair wear and tear through age/usage is a consideration, outside of this, we cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.